Manufacturer narrative:
D10: 02-010-01-0230 - femur ps cem.nº3 izq.: 6874456. 02-012-35-3011 - logic ps inserto tibial 3-11mm: z080138. 02-012-45-3030 - bandeja tibial logic fit 3f/3t: 6961746. 200-02-32 - rotula tres tetones 32mm: 6848406. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The reason for the joint effusion reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent an initial knee replacement. Subsequently, they had a knee effusion and underwent an arthrocentesis procedure. The outcome is considered resolved. The devices remain implanted. No further patient impact reported. No further information available.